Manufacturer narrative:
The pump was received with intermittent buttons due to the corroded keypad traces. There were no button error alarms or frozen screens noted. There were no traces of moisture noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that he had some button delay on the insulin pump. Customer stated that he hit the act button and it froze. Customer was unable to press esc immediately. Customer stated that if he presses it multiple times, it seems to work. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that he was unable to do a manual bolus due to the button issue. Customer stated that he had the pump attached to his bike shorts and he was sweaty. Customer then went swimming and took the pump off. Customer clipped the pump to the exterior of his shorts after he went swimming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.